Manufacturer narrative:
A2-a6) patient information: generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, death is listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 27-jan-2025) ¿two-year outcomes of excimer laser ablation combined with drug-coated balloons for treating de novo lesions and in-stent restenosis in femoropopliteal artery of chronic limb-threatening ischemia patients¿. The article retrospectively reviewed a study to evaluate the safety and efficacy of excimer laser ablation (ela) combined with drug-coated balloon (dcb) in the treatment of chronic limb-threatening ischemia (clti) patients with de novo and in-stent restenosis (isr) lesions in the femoropopliteal artery (fpa). A total of 44 patients treated from january 2017 to december 2021 were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters and non-philips drug-coated balloons (dcbs). Patients underwent clinical follow-up at 12 and 24 months. Two (2) patients experienced death at follow-up (MDR #3007284006-2026-00096). Additionally, 3 patients experienced distal embolization, 1 resulted in thrombosis, 1 vessel perforation, 14 flow-limiting dissections, 7 clinically driven target lesion revascularization (cd-tlr), and 1 major amputation (MDR #3007284006-2026-00097). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 27-jan-2025 has been used, the date of publication. Article citation: li y et al_2025_two-year outcomes of excimer laser ablation combined with drug-coated balloons for treating de novo lesions and in-stent restenosis in femoropopliteal artery of chronic limb-threatening ischemia patients. Ann vasc surg 2025 may:114:90-100. Pmid: 39864507. This report captures the 2 deaths that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.